Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a nurse with supplemental information by a physician from the (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized. On an unreported date in (B)(6) 2010, the patient received remedial therapy with unspecified antibiotherapy. On an unreported date in (B)(6) 2010, the unspecified antibiotic therapy was discontinued. On (B)(6) 2010, extraneal therapy was discontinued. Outcome for the event of cloudy effluent was not reported. Information was received from baxter customer service that extraneal lot number 09k10g40 had been delivered to the patient; however, the nurse could not confirm that this lot number was used by the patient at the time of the event. The nurse believed that the event of cloudy effluent was related to extraneal therapy.